Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 09/2023).

Event description:
It was reported that after device implant, the port catheter allegedly broke into two pieces. It was further reported that the port and the first piece were removed surgically, while the second piece was removed by interventional radiology (ir) through femoral vein. Reportedly, the health care provider identified some clotting in the catheter. The device was removed and replaced. Patient was asymptomatic post port removal and replacement.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: one MRI hard-base port with groshong catheter was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed. The investigation is confirmed for catheter break, obstruction of flow, and catheter depression. A complete compound break was noted starting approximately 6.2cm from the distal end of the cath-lock and ending approximately 6.9cm from the distal end of the cath-lock. A compound break was also noted to the proximal end of the distal segment. The overall approximated length of the distal segment of the catheter is 19.1cm. Both edges of the break were jagged, granular, and rough. Additionally, there was an observed depression within the catheter. Excess blood was noted exiting the distal catheter segment at the three-way valve. The investigation findings may indicate a known complication called catheter pinch-off which occurs due to compression of the catheter within the clavicle/first rib region. This issue can be avoided by inserting the catheter through the internal jugular vein. Subclavian insertions should be inserted lateral to the border of the first rib or at the junction with the axillary vein. Although a definitive root cause could not be determined, based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport with groshong catheter that are cleared in the us. The pro code and 510k number for the powerport with groshong catheter is identified in d2 and g5. H10: d4 (expiration date: 09/2023),g3,g4 h11: h6(method, result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after device implant, the port catheter allegedly broke into two pieces. It was further reported that the port and the first piece were removed surgically, while the second piece was removed by interventional radiology (ir) through femoral vein. Reportedly, the health care provider identified some clotting in the catheter. The device was removed and replaced. Patient was asymptomatic post port removal and replacement.